Manufacturer narrative:
V.a.c. Therapy was discontinued in 2009 after successfully meeting the goal of therapy. The piece of foreign material was estimated to have been in the wound for approx 2 weeks before it was removed the following month. Kci is filing this report due to possible use error, as it was reported that foreign material alleged to be a kci product may have been left in the pt's wound by the healthcare provider and had to be surgically removed. V.a.c. Labeling warns, "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."

Event description:
The pt received v.a.c. Therapy in 2009, for a sacral wound as a result of a surgical incision of a pilonidal cyst. Two months later, it was reported that the pt was taken to the operating room, on event date, and allegedly required surgical debridement and surgical removal of a piece of foreign material that had inadvertently been left inside the wound. The foreign material was alleged to have been a piece of v.a.c. Granufoam, as identified by its color. The size of the piece of the foreign material was requested but has not been provided. It was reported that the pt was discharged home after surgery, and the wound has since healed with no complications.